Event description:
It was reported that the device failed the open barrel clamp test. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text: device has been received, the investigation is pending completion.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced sizer sensor for fail pm, front cover bottom (front corners cracked), rear case (bottom front corners cracked), right iui (contaminated) and top disk holder cracked. Calibrated. A review of the device history record showed the device had a manufacture date of 13apr2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the syringe top disk holder - failure (cracked). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA (B)(4) syr rear case. CAPA (B)(4) iui conn issues.

Event description:
It was reported that the device failed the open barrel clamp test. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 13apr2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device failed the open barrel clamp test. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed the open barrel clamp test. There was no patient involvement.